Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and no visual damages were observed; a second closer inspection was performed and the tib was found broken with internal parts exposed. The anchor window was separated from the tip; however, glue residues were observed on the anchor window. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint was confirmed. The root cause of the broken tip and exposed parts cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter for which biosense webster¿s product analysis lab identified a broken tip with internal parts exposed. It was initially reported by the customer that in the section between the 2nd and 3rd electrodes, it appeared like some material was exposed. Therefore, the catheter was replaced and the issue resolved. The case continued. No patient consequences were reported. On 4/20/2020, biosense webster inc. (Bwi) received additional information indicating that I was in between the electrodes that it looked like a clear part of glue or something had broken from the blue part. No wires and/or braid or other internal components were exposed. There were no lifted or sharp rings. It was also confirmed that the catheter was never inside the patient¿s body. No photos were available based on the information available it was concluded that the customer was most probably referring to an ¿anchor window¿ which is art of the device design. As such, the event was assessed as not MDR reportable. On 4/27/2020, the complaint device was received for evaluation. Initial visual analysis observed there was no visual damage or anomalies. These findings were also assessed as not reportable. On 5/7/2020, during a second visual analysis was found that the catheter tip was broken and internal parts were exposed. These findings were assessed as MDR reportable since the device integrity was not maintained. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 5/7/2020 and reassessed this complaint as MDR reportable.